Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed. The ECG and mcu modules software were updated to current revision. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.